Manufacturer narrative:
Corrected data: in reviewing the initial MDR, it was noticed that section h6: health effect - impact code 4629 was addressed inappropriately and section h6: medical device problem code: 2339 was inadvertently not included. Therefore, this supplemental filing is to correct the comments initially entered and not included. The following sections have been updated accordingly: section h6: health effect - impact code: 2199 section h6: medical device problem code: 2339 device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. Implant date and explant date: lens was implanted and then removed on (B)(6) 2021. But patient had to come back the following day to have the replacement ((B)(6) 2021) iol implanted. Complaint reporter last name: unknown/not provided. Reporter telephone: (B)(6). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer partially inserted an intraocular lens (iol) on patient's right eye (od) when the physician noticed one of its haptics was broken and could not be fully implanted. Lens was removed on the same procedure. Medication was prescribed. Patient was temporarily injured and daily activities was affected. The patient had already used the product before. The patient needed to return the day after to put in another lens. The customer understand patient had his activities affected. Nothing with a high level of concern, or that could bring any distress. The medication prescribed was part of the post operative routine. No other information was provided.